Manufacturer narrative:
The 4 solenoids and data acquisition board were received for failure investigation. No fault found. Failure investigation could not replicate problem.

Manufacturer narrative:
G4:17feb2021. B4:19feb2021. H11:g5:k102985 h10: the field service engineer (fse) was unable to duplicate the issue but the log recorded error codes consistent with the machine pressure sensor autozero failed. The fse preventatively replaced the data acquisition board and all 4 solenoids. The issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
A slow sensor error message was reported. The unit was reported to have been in use at the time of the reported problem. No patient or user harm was reported.